Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. Investigation indicated that the rebooting occurred due to an unconfirmed warning. There is no evidence of a battery change noted in the pump history. The pump powers on appropriately to the verification screen with functional auditory and vibratory alarms. The pump was exercised for 24 hours with no power issues occurring.

Event description:
It was reported that on (B)(6) 2011 the patient noted the reported pump would not power on. The patient replaced the pump battery to no avail. The patient was unable to provide any information about the condition of the battery cap or compartment of the pump. There was no adverse event associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.